Event description:
The customer contact reported during preventative maintenance testing at the user facility, the device touchscreen would not calibrate. There were no reports of any adverse pt events or delays in the critical therapies while the device was clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen did not respond. The probable cause was due to contamination on the bottom of the touchscreen due to fluid ingress. Although the device passed testing, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.